Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was unable to be duplicated. The probable cause is fluid ingression to the main board, latch lock sensor, and downstream occlusion sensor. The main board, latch lock sensor, and downstream occlusion sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had an event of not working occurred while in use with patient. There were a patient involvement and no harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.